Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the g5 mobile application shut off unexpectedly. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A root cause could not be determined.